Manufacturer narrative:
H3, h6: the device was evaluated in the field. In summary, the main cart and camera cart uninterruptable power supplies (upss) were replaced, two batteries were replaced, a camera handle clip was replaced, and the camera were replaced. The system then functioned as intended. Codes b01, c02, and d02 are applicable. The returned camera was analyzed by the manufacturer. The analysis concluded that the camera had experienced electrical failure. The returned positioning sensor unit (psu) had scratches on the housing. A check of the event log did not show any adverse events. The psu failed an accuracy test (aak) at .305mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues with the power shutting off and with the power not turning on. The probable cause of these issues was battery degradation. It was alleged there was battery degradation. Additionally, it was reported there was positioning sensor unit (psu) degradation and camera handle clip damage. Visual inspection by a manufacturer representative confirmed that there was an issue. There was no patient involvement.